Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed check clutch and plunger lever. A black spot on the display. No adverse patient effects were reported by the customer".

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a chipped right plunger case and separation from the left case. The plunger lever and battery door were cracked. The tamper seal was broken. Review of the event history log (ehl) showed check clutch, plunger lever. A visual inspection was performed and the reported issue was duplicated. Unable to perform an occlusion test due to a broken plunger lever, however there were signs of normal wear (black teflon debris) on the lead screw and clutch halves. Dead pixels were also noted with the lcd. The cause of the reported issue was due to normal wear. As a result, the lead screw, clutch spring, both clutch halves, and lcd were replaced, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects.